Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has been provided with a replacement device. Stryker evaluated the customer's device and verified the reported issue. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5. Stryker archived the device.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.